Event description:
Pt complained (1 hour into treatment) of abdominal pain, restlessness, and "feeling funny." Treatment stopped and re-started with a new machine. Pt reported feeling better after 15 minutes into second attempt of treatment. Cord was found to be out of calibration and was replaced.